Event description:
It was reported that the patient received inappropriate shocks due to oversensing on this rv lead. The lead has been implanted and active for approximately 114 months. The patient was admitted to the hospital.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.